Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011501, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 14-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011501". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011501 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 08-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. The reference samples for the lot 6011501 have already been previously tested in the complaint (B)(4) on 17-oct- 2025. Wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test wi guidance for functional leak testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to diabetic ketoacidosis. The patient blood glucose level was 415 mg/dl. The patient presented with vomiting, pain, and cramps, and ketone level was more than 2 mmol/l. The patient was treated with manual insulin injection. No further information available.